Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular testing.

Manufacturer narrative:
Investigation summary: retain testing shows that the product performs as expected. A quidel representative visited the site and observed procedural errors that may have contributed to the event. Root cause: cnd w/ retains;unable to determine. Source: phone.